Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. Reportedly, the battery compartment was cracked and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 6/9/2017 with the following results. Battery compartment is cracked above and below the bumper pad. Corrosion observed inside battery compartment. Leak test verifies leak in battery compartment. Removed pump cover; no further evidence of moisture damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.